Event description:
It was reported the insulin pump was not vibrating at the end of a bolus. Customer's blood glucose was 5.7mmol/l. The device was changed from vibrate from beep and it did not vibrate. Battery wasn't recently installed. Device did not vibrate during self test. No further information reported.